Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available x-ray images were inspected confirming the clinical observation of a fractured lead tip. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that during a follow-up a lead fracture was noted on x-ray. The lead was capped and a new one was implanted.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that during a follow-up a lead fracture was noted on x-ray. The lead was capped and a new one was implanted.